Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, during a routine follow up the overlap between the bifurcated stent graft and the infrarenal aortic extension was found to have decreased and the aneurysm had enlarged. The physician determined there was a type 3a endoleak. A secondary procedure was completed. The physician elected to implant an afx infrarenal aortic extension in the junction between the original afx2 bifurcated stent graft and the suprarenal aortic extension as well as implant of a non-endologix 28.5mm x 3.3cm (excluder) aortic extender in the proximal neck to resolve this event. The patient was reported as stable post secondary procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is (B)(4). Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak, sac enlargement and re-intervention is unconfirmed. This is not consistent with the reported adverse event/incident. Due to the absence of relevant medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported to being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. H6: investigation conclusion codes - remove code 11.